Event description:
Boston scientific received information that this device system previously exhibited increased pacing impedance measurements greater than 2,000 ohms. Most recently, impedance measurements were within acceptable limits. The patient implanted with this device system was brought to the hospital for a lead revision. The competitor right ventricular (rv) lead was repaired and this device was explanted and replaced. When viewing the lead, there appeared to be some wear near the header of the device. Additionally, it was thought that the set screw may not have been seated correctly. No further complications were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.